Manufacturer narrative:
(B) (4).

Event description:
The pt fell about 1 month ago and landed face forward. At that time, the pt broke his patellae. About two weeks later, the pt experienced intermittent shocking and jolting on the left side stimulator. Therapy impedance was 812 ohms with current of 40. Electrode impedance was >2,000 ohms for 0-3 and 1-3. Palpating with the stimulation on and off did not cause stimulation changes and the pt did not feel an shocking sensation. The pt was sent home and instructed to turn the stimulation off the shocking sensation reoccurred. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.